Event description:
It was reported that a spectrum iq pump was tested on a manometer to test pressure and downstream occlusion with resulting high pressure readings. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion detection with passing results. A review of the event history log for the last days of use identified downstream occlusion messages however, downstream occlusion detection testing failures cannot be determined through the history log. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.